Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspection was performed on the returned device. The reported separation and kink were confirmed. The reported failure to advance could not be replicated in a testing environment as it is based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in the left anterior descending (lad) artery with heavy calcification. The 3.0 x 15 mm nc trek bdc was advanced, but resistance was noted with the calcium and the proximal shaft bent, then broke prior to reaching the lesion. The separation occurred outside the anatomy; therefore, it was removed from the patient by hand, without issue. A new 3.0 x 15 mm trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.